Event description:
During an incident in 03 involving a pt in cardiac arrest, the unit would not turn on. Two (2) batteries were tried. CPR was started by hotel staff and continued by the reporting crew. Another crew arrived and initiated als care (medications and intubation) and transported the pt to a hospital. When reporting crew left the ER, the pt had a pulse and blood pressure. The family reported that the pt went to see a specialist, was given meds, vomited 2 times and then became unresponsive. The crew reports the unit was checked at the start of their tour.